Event description:
User received alarm 20 from the pump, as verified in the pump history. There was no reported impact on the customer's blood glucose level at the time of the event. Customer loaded a second cartridge correctly, yet the alarm recurred, leading to the replacement of the pump within warranty. Customer declined goodwill cartridges and did not share information about alternative insulin therapy. Technical support confirmed the shipping address and provided instructions for returning the problematic pump within 10 days.